Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to no power on. The receiver log was downloaded and reviewed by using a known good battery finding an error related to the complaint. The receiver case was opened, and the internal inspection failed due to a found damaged battery ic. The allegation was confirmed. The root cause was receiver damaged battery. No injury or medical intervention was reported.